Manufacturer narrative:
On february 04th 2021 we have received the following details related to the patient: patient date of birth: (B)(6) 1953. Weight: 210 lb. Race: white.

Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 8 april 2020: lot 134666: (B)(4) items manufactured and released on 15-nov-2013. Expiration date: 2018-10-31. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any other similar reported event since 2016. Additional implant involved: ball heads: mectacer 01.29.205 biolox delta ceramic ball head 12/14 ø 32 size m 0 (k112115) lot. 165968. Batch review performed by medacta regulatory affairs department on 8 april 2020: lot 165968: (B)(4) items manufactured and released on 11-jan-2017. Expiration date: 2021-12-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Clinical evaluation performed by medical affairs director: 2,5 years after primary cementless tha a dislocation occurs and requires revision of the acetabular implant. In the radiograph supplied, this patients presents a multi-level lumbar arthrodesis, which is very likely to have contributed to the dislocation. We do not know if this stabilization was executed before or after the tha, but the relationship is very likely to be relevant. No reason to suspect a faulty device.

Event description:
The patient came in reporting pain due to a dislocation of the head from the liner 2 years and 5 months after the primary. The cause of the dislocation is unknown. The surgeon revised the cup, liner, and head and the surgery was completed successfully.